Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2022, stated as "last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets ¿leak lipids¿. The reporter stated that some of lipid was hung on port #2 and intra-lipid on port #3. This was observed during set-up for nicu (neonatal intensive care unit). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed which revealed leak from port 2 only. Further analysis revealed a port 2 leak when the fluid pathway was flushed and additional leakage was verified at port 2 during the pump calibration process. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: february 23, 2022 - february 24, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.